Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the front housing was cracked, the battery compartment, dso sensor, and uso sensor were contaminated by fluid ingression. "Lec 1310" was found in the device's event history log. To conduct functional testing the device was powered up. Upon power up, the reported problem was duplicated. It was determined that the root cause was a user issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an unspecified last error code. It is unknown if there was patient involvement, no adverse patient effects were reported.